Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated after installing a new control box the bed moved up on its own. The tech onsite stated the pendant felt warm and he opened it up and it smelled slightly burnt.